Manufacturer narrative:
The reported issue (it was reported that a hypothermia patient's temperature was rising above the target temperature. The target temperature was 33c, the patient temperature was 33.8c, the water temperature was 12.1c, and the flow rate was 1.7 l/pm. The nurse disconnected and reconnected the pads, and the flow rate increased and settled at 2.5 l/pm. The patient was confirmed to have reached the target temperature later (32.8c) and nimbex was administered due to shivering, and the nurse reported that the device was responding appropriately. Therapy was completed using the same set of pads with no further issues) was confirmed based of the event description although no sample was returned. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿connect arcticgel¿ pads orient the blue and white colors on the pad line connector and fluid delivery line. While holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. " (B)(4)..

Event description:
It was reported that a hypothermic patient's temperature was rising above the target temperature. The target temperature was 33c, the patient's temperature was 33.8c, the water temperature was 12.1c, and the flow rate was 1.7 l/pm. The nurse disconnected and reconnected the pads. The flow rate increased and settled at 2.5 l/pm. Later, the patient was confirmed to have reached the target temperature (32.8c). Nimbex was administered due to shivering, and the nurse reported that the device was responding appropriately. Therapy was completed using the same set of pads without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a hypothermic patient's temperature was rising above the target temperature. The target temperature was 33c, the patient's temperature was 33.8c, the water temperature was 12.1c, and the flow rate was 1.7 l/pm. The nurse disconnected and reconnected the pads. The flow rate increased and settled at 2.5 l/pm. Later, the patient was confirmed to have reached the target temperature (32.8c). Nimbex was administered due to shivering, and the nurse reported that the device was responding appropriately. Therapy was completed using the same set of pads without further issues.